Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxguard flow controller extension set with needleless y-site(s) experienced leakage and occlusion. The following information was provided by the initial reporter: reported issue: the bd maxguard dial a flow connectors (ref #( B)(4) are leaking and not usable. The dial-a-flow was primed with lactated ringers, set to open and I was unable to push normal saline through the dial-a-flow. The fluid also was not dripping.

Manufacturer narrative:
The following fields were updated with possible lot numbers. D4: medical device lot #: 22039046. D4: medical device expiration date: 04-mar-2025. H4: device manufacture date: 04-mar-2022. D4: medical device lot #: 22039098. D4: medical device expiration date: 08-mar-2025. H4: device manufacture date: 08-mar-2022. H6: investigation summary the customer reported leakage and occlusion in the dial on mfs141, and returned one large box of unopened samples. 3 failures out of 11 tested of lot 22039046 . 1 failure out of 20 tested of lot 22039098. 4 total failures out of 31 samples tested. The mfs141 dial is a supplier part, and the supplier provided a further investigation into the issue. The root cause for the occlusion and leakage is a misplaced gasket. Actions have been taken to mitigate the issue, including controls to ensure 14 days of mechanical stabilization, and 100% quality testing on parts produced without this requirement. Device history record review for model mfs141 lot number 22039046 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04mar2022. Quality notification #200334854 was issued on 07/11/2022 for the failure mode reported by the customer during the production build of this set. Device history record review for model mfs141 lot number 22039098 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08mar2022. Quality notification #200334868 was issued on 07/11/2022 for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd maxguard flow controller extension set with needleless y-site(s) experienced leakage and occlusion. The following information was provided by the initial reporter: reported issue: the bd maxguard dial a flow connectors (ref #(B)(4)) are leaking and not usable. The dial-a-flow was primed with lactated ringers, set to open and I was unable to push normal saline through the dial-a-flow. The fluid also was not dripping.